Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt300 31.5 diopter intraocular lens (iol) was implanted in the right eye (od) on (B)(6) 2017. Post-operatively, the patient complained of intense halos, being unable to drive at night, and not being able to accommodate to these symptoms. The visual acuity pre-operatively with correction was 20/20. Post-operatively, one week after surgery, the patient's visual acuity with distance vision was 20/40, intermediate vision of j10 and near vision of j5. Reportedly on (B)(6) 2017, the patient had capsulotomy performed in both eyes (ou). At a later post-operative visit with the doctor on (B)(6) 2017, the patient's near vision was j3 and distance vision was 20/30. Due to these complaints, the lens was explanted on (B)(6) 2017. Reportedly, there was no incision enlargement. The lens was replaced with a different model zct300, but same diopter. The patient is reportedly very happy and not experiencing halos. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's right eye. A separate report will be filed for the left eye.